Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin and fortum (doses, routes and frequencies were not reported) for peritonitis. At the time of the report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.